Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2015 with the following findings: on investigation, the alleged display issue was verified. The pump powered up to the dim display screen with pinkish contrast and scratches were found on the display lens. Auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, the battery compartment was found to have cracked in the threads area. The piston cap was found missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).